Event description:
The home patient (hp) reported feeling full, as if they were overfilled, while using the homechoice cycler for apd therapy. The hp relates that they perform a manual exchange during the day and starts their apd therapy with approximately 2000mls in their peritoneum, which is drained during the initial drain phase. The hp relates that they had received a "low drain volume" alarm during the initial drain after draining 60mls of fluid. According to the hp, they bypassed the alarm, which advanced the therapy into the fill phase. During the fill phase, the cycler delivered the programmed fill volume of 2500mls. The hp relates that after they received the programmed fill volume, they felt full and experienced nausea/vomitting. The hp then initiated a manual drain, removing approximately 5822mls of solution. There was no patient injury or medical intervention as a result of this incident.